Manufacturer narrative:
A biolife clinician received an email on april 12 from nurse from the hospital. Complaint #(B)(4) baby a (MFR report #: 1066421-2018-00002). Nurse indicated that a patient had a pressure ulcer beneath the statsseal disc. Nurse also indicated that they see "one of these show up every couple of months." Clinician responded to nurse asking for more details on the initial patient (baby a) and to see if she could get additional information about some other patients (babies b, c, d, e). A meeting was held at the site on (B)(6) 2018 to gather more information on the other patients. This report is for baby c. Biolife clinician voiced during meeting with (B)(6) (nurse) and 2 wound nurses that there are discrepancies between units regarding when statseal is used. They also stated that staff are placing pressure dressing on top of dressing with statseal. They also stated staff are stretching the sorbaview dressing very tightly on top of statseal. Dressing are being changed very frequently by bedside rns. Based on these discrepancies, biolife clinician feels additional statseal training would be beneficial and discussed future training with (B)(6). (B)(6) is to get back to clinician with potential training dates.

Event description:
Hospital had a pressure injury on a patient. Statseal was placed at insertion on (B)(6) 2018 with a sorbaview shield dressing. Per nursing that placed, it was not placed as a pressure dressing. There is a potential that it could have been stretch too tight. Dressing was change on (B)(6) 2018 with reapplication of statseal. No details about why so frequently. Other issues : z ccore: -0.89, 19th %; tpn and enteral feeds (80kcal/kg of protrein). No additional medical treatment noted. Patient outcome: resolved. Pt discharged (B)(6) 2018.